Event description:
It was reported that the patient with a spinal cord stimulation (scs) system underwent an explant procedure for an unspecified reason. No additional information is available at this time.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-extension, upn: m365sc3138350, model: sc-3138-35, serial: (B)(6), batch: 7034241, UDI: (B)(4), product family: scs-extension, upn: m365sc3138350, model: sc-3138-35, serial: (B)(6), batch: 7033490, UDI: (B)(4).